Manufacturer narrative:
The devices used in treatment have not been returned for evaluation therefore we are unable to establish a relationship between the reported events and devices and the root cause is undetermined, if the devices are returned in the future this complaint will be re-assessed. The described failure mode, failure to charge can potentially be caused as a result of the device¿s inbuilt safety feature inherent within numerous rechargeable devices. If the temperature of a device increases above a certain temperature, charging will pause until the temperature has reduced and this is detailed within the instructions for use. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. A review of manufacturing records for the reported lot numbers found no non-conformances or anomalies during production. The devices met all specifications upon release into distribution. The complaint history for the reported events have been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the patient's therapy began with a renasys touch device on (B)(6) 2020. It was reported that the device would not hold charge longer than a couple of hours. The pump was replaced on (B)(6) 2020 with a back-up device. No patient harm reported.